Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The target lesion was located in a severely calcified unspecified coronary artery. A 3.50 x 38mm promus element plus stent delivery system (sds) was used for treating the lesion. During advancement the stent dislodged from the sds due to the severe calcification. The stent was retrieved using a snare. The procedure was completed with another of the same device. There were no further patient complications reported and the patients condition post procedure was stable.

Manufacturer narrative:
The device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).